Manufacturer narrative:
The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a cracked keypad overlay, missing display window cover, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and minor scratches on lcd window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, the pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a cracked keypad overlay, missing display window cover, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and minor scratches on lcd window. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, the pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on the insulin pump screen and the reservoir ring also came off. The customer reported no adverse event. The event involved product(s) mmt-1711h. Troubleshooting was performed it was reported location of the damage is at the screen upto the battery compartment. No harm requiring medical intervention was reported. Product mmt-1711h was returned for analysis.